Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a rod slippage was discovered on an x-ray during a follow up appointment. Surgery was then scheduled. Rod slipped up out of screw poly construct which was caused by a locking cap not being fully tightened. Removal of hardware was needed in order to place new hardware. There was no delay in surgery this report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Product investigation summary: the returned rod (part 498.139, lot 8708950) showed signs of wear with spots of the anodization worn off, but was in otherwise good condition. Replication of the returned condition is not applicable. This complaint is considered confirmed due to the wear seen the returned devices. The returned implants are part of the click¿x top loading posterior pedicle screw system intended to provide immobilization and stabilization of spinal segments as an adjunct to fusion. Product drawings and the technique guide were reviewed during the evaluation. Per the technique guide, the screwdriver shaft with torque limiting handle is used for final tightening of the locking caps until a click is heard. This indicates that 7 nm torque has been applied and the caps are sufficiently locked. As stated in the complaint description, the rod slipped up out of the construct due to a locking cap not being fully tightened. The returned locking cap, containing only minimal wear, is likely to have not been fully tightened. Gradual loosening of the caps could also occur over the years, however it is unknown when the construct was originally implanted. Device history record reviews showed that there were no issues during the manufacturing of the product that would have contributed to the complaint condition. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.